Event description:
It was reported that during a dhs procedure for a hip fracture, the impactor was being used to bring the plate down to the bone. As the impactor was being hit with a mallet to bring the plate down to the bone the tip of the dhs/dcs impactor broke. Since the plate was close enough, cortical screws were used to bring the plate to the bone to complete the procedure successfully with no harm to the patient. This event did not extend the time of the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no issues related to the complaint issue. The impactor was visually inspected when received and found to have a broken tip. Burrs scratches and dents were found on several locations on the device consistent with usage in the field. Dimensional inspection found no discrepancies. No manufacturing related cause was found, damage is consistent with usage in the field.